Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the personal therapy manager (ptm) was "not going from the last 90% to the pump" and the screen was stuck at 90% for a long time. The ptm was showing no network connection. Patient services confirmed that the patient did not have a fall or trauma. Patient services assisted the patient with clearing the data and the ptm connect very quickly to the pump. The issue was not resolved through troubleshooting. The patient had 6 boluses per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that when they goes to connect to the pump with the controller, the controller would stay on 90% for 3-4 minutes and then it would go to 90% and stay on it for another 2-3 minutes. Agent walked patient through how to clear data. The troubleshooting steps that were taken on the call resolved the issue. Patient stated they had issues using their arm.